Manufacturer narrative:
Device display was proper. No display anomaly noted, however device had cracks on all four corners at display window and a cracked reservoir tube lip.(B)(4).

Event description:
Customer reported there are two hairline cracks on her insulin pump's screen in the top right and left corners. There is also a smudge in the lower left corner. Customer's blood glucose is 253 mg/dl. Customer does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.